Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the monitor was resetting when connected to an electrode belt. The cause of the failure was isolated to intermittent connections on processors u900 and u903 on the monitor c/a board. The root cause for the intermittent connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.